Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 37 and 48 hours. The patient reported the pod had become occluded and when the pod was removed from the infusion site (arm), clotted blood was observed on the cannula as well as bleeding at the pod site. As treatment, the patient administered insulin via injection, and a new pod was applied.